Event description:
It is reported that there was no implant sealed in the box.

Manufacturer narrative:
Evaluation summary: neither the nexgen all poly patella nor the packaging were returned with the complaint; therefore, the complaint could not be confirmed. A stock investigation was performed that verified 50 parts from this lot contained product and none of the available inventory were found to be missing product. Evaluation: the device history records were reviewed and found to be conforming to requirements. No product issue could be confirmed at this time; however, complaints will continue to be monitored for future occurrences.